Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with chest pain and loss of threshold measurements due to a perforation which was confirmed via echocardiogram. The right ventricular (rv) was successfully repositioned. No additional adverse patient effects were reported.